Event description:
It was reported that the patient got a heart transplant and the system was removed. Increased threshold and impedance were observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.